Event description:
It was reported that the device was not working properly or was broken (non-specific). Not working properly or broken (non-specific) could potentially cause injury to the patient by failing to identify a nerve. This could result in the surgeon damaging the nerve. There was no report of any patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. Result: results pending completion of evaluation. Conclusion: not yet available, evaluation in progress. Method: no testing methods performed. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.

Manufacturer narrative:
Product evalution was completed. It was found the patient interface cable was not working properly due to the cable shorted.